Manufacturer narrative:
The reported malfunction was observed and the lcd display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's monitor displayed lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.